Event description:
It was reported the patient experienced no relief from pre-existing pain, and pain at the implantable pulse generator (ipg) pocket site. The patient underwent an explant procedure where the ipg was removed. Post-operatively, the pre-implant neuropathic pain persisted, but pocket pain had subsided.

Manufacturer narrative:
With all the available information, engineers were not able to confirm the event of the reported pocket pain and inadequate stimulation. However, review of the labeling/instructions for use (IFU), revealed that persistent pain at the ipg site is a known risk of being implanted with the spinal cord stimulation (scs) system. Additionally, the returned implantable pulse generator (ipg) passed all functional tests and device analysis revealed no anomalies. Stimulation monitored on an oscilloscope found outputs were consistent and correct on all electrodes. Current leakage tests and residual gas analysis confirmed there was no loss of electric current.

Event description:
It was reported the patient experienced no relief from pre-existing pain, and pain at the implantable pulse generator (ipg) pocket site. The patient underwent an explant procedure where the ipg was removed. Post-operatively, the pre-implant neuropathic pain persisted, but pocket pain had subsided.